Event description:
Consumer reported from the end of 2007 started experiencing needle break off during injection. Consumer had one needle removed at the hosp at the end of 2007, and another needle removed in 2008. Consumer stated that her blood glucose appeared to be under control.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.